Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right atrial (ra) lead was not working due to lead fracture. This lead was surgically abandoned. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead was not working due to possible lead fracture. A revision procedure was performed. The lead was surgically abandoned and replaced with another manufacturer¿s lead. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.